Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 12mm amplatzer vascular plug ii (avpii) was implanted in the left internal iliac artery to embolize a lesion secondary to an abdominal aortic aneurysm. On (B)(6) 2014, the patient reported abdominal pain and ischemic sigmoiditis was diagnosed as seen on a contrast-enhanced CT. On (B)(6) 2014, a partial excision of the sigmoid colon was performed successfully. According to the physician, the use of the avpii may have led to decreased blood flow to the sigmoid colon and resulting ischemic sigmoiditis. (Clinical study patient ID: (B)(6)).